Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(4) 2012 device rrt<=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012. 1 - patient alert for low battery voltage on (B)(4) 2012 02:15:03.